Manufacturer narrative:
Film evaluation summary; the cause of the reported type iii fabric endoleak could not be determined. Pre-implant films were not available, images showing the reported endoleak were also not available, and the reported event could not be assessed. Analysis of the returned films did not reveal any stent graft or anatomical characteristics that could explain the reported event. The main component of the system. Other relevant device(s) are: product ID: etlw1616c124ej. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65mm abdominal aortic aneurysm. It was reported that during a follow up, CT images revealed an unknown type endoleak. The exact site of the endoleak could not be determined. As per the physician the cause of the event could not be determined. An additional stent graft was implanted in the patient and the endoleak, which was around the 4th ipsilateral stent of the main body, was resolved. A type iiib endoleak was suspected. No additional clinical sequalae were reported and the patient is fine.